Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is not receiving effective stimulation. Lead diagnostics showed multiple invalid impedances. Surgical intervention may be pending to address the issue.